Event description:
Customer called reporting that they were unable to prime the pump. The infusion set was changed and primed manually with a small drop of insulin exiting. The pump was disconnected from patient's body and primed. The reservoir was removed and manually primed. Then the reservoir was placed again and primed for 15 units. The insulin did not exit; the pump did not prime; and the driver block was sliding with the driver arms engaged.